Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after shoveling snow for 2 hours buttons in insulin pump were not responding. Customer also reported that display screen had a black dot and made a constant noise. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked j2 connector on the lcd board. No audio or beep anomaly noted. Unable to confirm low battery alerts or to perform functional testing due to unresponsive buttons. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.